Event description:
It was reported that the inflatable penile prosthesis (ipp) was not working as intended. Two weeks later, surgical intervention was performed to revise the device, and the physician found a hole in the left cylinder. The cylinders and pump were replaced. There were no patient complications reported.

Event description:
It was reported that the inflatable penile prosthesis (ipp) was not working as intended. Two weeks later, surgical intervention was performed to revise the device, and the physician found a hole in the left cylinder. The cylinders and pump were replaced. There were no patient complications reported.

Manufacturer narrative:
Upon receipt of the inflatable penile prosthesis (ipp) at our quality assurance laboratory the returned components underwent a thorough analysis. Inspection of the cylinder had wear at a fold in the middle and proximal end of the cylinder. The cylinder also had a hole and frayed fabric threads from wear due to fatigue in the proximal end. This cylinder did not pass the leak. The other cylinder also had wear at a fold in the middle and proximal ends; however, this cylinder passed the leak testing. The returned kink resistant tubing (krt) was examined and did not show any abnormalities. The pump kink resistant tubing (krt) was trimmed down to the pump block, but the pump component passed the leak and functional testing. Based on the information, the reported observations were confirmed.